Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion (eri). The device was implanted less than 75% of the expected longevity. No information was received from the field regarding device settings. After replacing the battery and downloading the product code, no telemetry anomalies were noted.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.